Event description:
Customer reported mislabeling of capture-r ready-ID extend ii, lot dn017. When opening one of the pouches, they noticed the strips were mislabeled. The strips were labeled with capture r ready ID, lot id086 labels. The product pouch and plate frame are both labeled with the correct lot, dn017.

Manufacturer narrative:
Retention inspection was performed on 1 pouch of crrid extend ii test wells; lot #: dn017. Product appeared as expected. All strips were labeled with the correct product and lot. Plate frame was labeled with correct product and lot. Returned product inspection was performed on 1 open pouch of crrid extend ii test wells; lot #: dn017. Test wells appeared as expected. All 10 strips (5 doubles) were labeled as crrid; lot #: id086. Plate frame was labeled correctly as crrid extend ii; lot #: dn017. Returned capture-r ready-ID extend ii, lot dn017 (stamped on strips as id086) was tested for reactivity with various blood group antibodies. The reactivity was consistent with the expected reactivity for capture-r ready-ID extend ii, lot dn017.